Manufacturer narrative:
Exact date unknown, event occurred a year ago.

Event description:
It was reported that the patients ipg was nonfunctional. The ipg was not resurrected when charging was attempted to try reprogramming and database. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with an MRI compatible ipg. The explanted ipg was not returned.